Event description:
The user facility reported that the involved 6 fr angio-seal was successfully inserted into the patient as part of the standard closure protocol. The device functioned normally, releasing the footplate, and separating the distal end of the implant from the sheath to reveal the window and two white markers. However, when retracting to tighten and deploy the collagen plug, the entire system was extracted from the patient. Subsequently, it was discovered that the anchor footplate remained inside. Fortunately, the patient was unharmed. A subsequent attempt with another angio-seal from the same batch resulted in the same issue. Manual pressure was then applied to achieve closure. No blood loss had been reported. The procedure performed was a femoral access leg angiography. Additional information was received on 13 aug 2024: a 6fr. Procedure sheath was utilized without any issues in arterial access, sheath placement, guidewire, or catheter insertion. A pre-deployment angiogram confirmed the patient's stable condition. No additional medical products were used alongside the angio-seal.

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age or date of birth: not available due to hospital policy. A3a: sex: not available due to hospital policy. A3b: gender: n/a. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for collagen exposure above the skin. The exact root cause cannot be determined. The likely cause was determined to have been thin patient anatomy or subcutaneous deployment resulting in collagen exposure above the surface of the skin. The DHR (device history record) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea (failure mode and effects analysis).